Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date of the device is currently unavailable.

Event description:
It was reported by our affiliate that during procedure, tip of the needle broke inside the patient. Impossible to retrieve the piece despite an xray control

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. Additionally, the plastic flag was missing from the device, the flag can become loose on this device, and if loaded in the expressew gun with some resistance could cause the flag to break off the needle shaft. As explained in the IFU, ¿repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times successfully through tissue and any usage beyond this would cause the needle to fatigue and eventually break¿, however, no information was provided on how many times the needle passed before breakage. Forcefully attempting to load the needle in the needle tray also could¿ve contributed to the breakage of the distal tip and the needle flag. No further procedure information was provided to determine if the above reason contributed to this failure. Although possible root causes were listed, a specific root cause for the user to experience the reported failure could not be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
During procedure, tip of the needle broke inside the patient. Impossible to retrieve the piece despite an xray control. Additional information from affiliate: additional information has not been provided by the customer after multiple attempts made.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the follow-up medwatch, another follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date of the device is currently unavailable

Event description:
It was reported by our affiliate that during a rotator cuff repair procedure on (B)(6) 2018, it was observed that tip on the expressew iii needle device broke inside the patient. There was an unspecified delay in the procedure. It was impossible to retrieve the broken piece despite an xray control. The status of the patient post-surgery was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly. H10 correction narrative: d3, g1: the manufacturer contact name, email address and phone number have been updated to reflect the correct information.